Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was trying to change her reservoir and when she tried to prime the tubing, the insulin started to squirt out and the pump alarmed compromised forced sensor. Her blood glucose was 237 mg/dl. During prime rewind anomaly troubleshooting, the customer said that insulin was squirting out during the manual prime process and that the pump was still alarming compromised forced sensor alarm. She was advised to disconnect from the pump and to treat per her doctor¿s instructions. She said that she was treating her blood glucose with lantus and novolog. The customer stated that she had not dropped or bumped the pump prior to the alarm occurring. She said that the drive support cap was sticking out. The customer said that she had not pressed the cap while connected but that she had pushed it back in while she was disconnected. She was advised that the pump would need to be replaced, to discontinue use of the pump and to revert to a backup plan per her healthcare provider¿s instructions. Also, advised the customer that the possible cause of the compromised forced sensor alarm occurred during seating the force sensor which did not detect the reservoir. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.